Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were hospitalized on (B)(6) 2017 at 11 p.m. Due to diabetic ketoacidosis. The customer was treating their high blood glucose with the insulin pump but it would not go down. The emergency medical service was dispatched and they went to the emergency room. Their blood glucose level at the time of admission was 416 mg/dl. They were treated with insulin drip and intravenous fluids. They were wearing the insulin pump at the time of hospitalization. The doctor told them that the insulin was not being absorbed and that the infusion set was the issue. They were told to put it in another location. The device will not be returned for analysis.